Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 44, lab: 5.9. Lab draw was performed immediately after meter testing. Customer reports no signs of bleeding or bruising.

Manufacturer narrative:
Investigation pending.